Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review for the date of treatment showed no abnormalities that could have contributed to reported event. All laser system functions were within specifications during treatments at this day. No technical problem with the system could be identified by reviewing the logfiles. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An associate reported a patient had a infiltrate in the left eye post photo refractive keratectomy (prk). An antibiotic drop was prescribed and lid hygiene was discussed. Additional information was requested.